Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the error appears when the system gets to the registration screen and would happen when loading on one particular exam. System would exit software and revert back to login screen. Representative upgraded the software but the same error was displayed when loading same patient disc. When loading a different patient on the system it would function normally. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while checking the downloaded image, on the registration screen an error 64 occurred. The patient image was deleted and reloaded into the system with no success. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Additional information: device manufacture date provided. The logs for the navigation system were reviewed by medtronic personnel. The logs found that the reported issue was confirmed.